Event description:
Reporter calling, stating she went into "anaphylaxis" this morning and attempted to self-inject using her epipen, but "nothing came out". Reporter states a friend was with her, and her friend was able to run and obtain a spare epipen and successfully administer the injection. Reporter states that the instructions for use indicate that a trainer pen is to be included among the items in the box, however this trainer was not included. Reporter states she has a second box of epipens that are also without the trainer device despite instructions that indicate one should be included. Reporter provides a number of "rx1243101". Reference report: mw5146295.